Manufacturer narrative:
MDR 3003442380-2024-01686 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that leakage from the infusion set site. This happened wit the last 3 insulin set base. Blood glucose was 372 mg/dl at the time of call and does not check for the ketone. No outside assistance or medical intervention was required. No further information was available.